Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Mentor had received photographs of the patient's explanted devices, and the mentor failure analysis lab completed an investigation based on the images. Device investigation summary: upon visual inspection of the pictures, the implant was observed with no apparent damage. The photos do not provide enough evidence to determine any visible failure. Hands-on analysis should provide the evidence necessary to confirm any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. Prior to the patient's explantation, she was diagnosed with bilateral capsular contracture. The patient also submitted a medwatch (mw5090763) which included symptoms from the initial report submitted by mentor. The user-submitted medwatch also lists the following symptoms which were not previously reported: pulmonary embolism, headaches, microvascular disease, multiple cysts throughout her body, scoliosis, and stones in the carotid artery that caused pain and tenderness in her neck. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 325cc mentor siltex round moderate profile saline breast implants and experienced multiple postoperative symptoms and conditions such as: joint pain in the wrist, joint pain in the hands, joint pain in the knees, joint pain in neck, joint pain in ankles, rashes on rib cage, rashes on arms, rashes on legs, rashes on chest, frequent fatigue, becoming sick easily, sinus infections, lupus, sjogren's syndrome, rheumatoid arthritis, fibromyalgia, blood clotting disorder, breast soreness, brain fog, gastrointestinal issues, trouble breathing, urinary tract infection, muscle weakness, muscle burning, nausea, hair loss, swollen glands, weight gain, fevers, and osteopenia. The root cause of the patient's symptoms is unclear. No device issue, such as rupture, was reported. As a result of the patient's symptoms, she underwent bilateral explantation on (B)(6) 2019 and did not receive replacement devices. The patient reported that some of their symptoms have improved since explantation, particularly an increase in her energy. The patient is currently on blood thinners and she visits her rheumatologist every 3 months. This report is for the patient's left-sided device.